Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient presented for an implantable cardioverter defibrillator system implant. During the procedure, it was noted that the right ventricular - rv lead caused cardiac perforation and pericardial effusion. A pericardiocentesis was performed and the rv lead remained implanted. The patient was in stable condition after the procedure.